Event description:
It was reported while a patient had been wearing a pod between 25 and 36 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient received a hazard alarm.

Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. Investigation found an 0xcd alarm in the device data, indicating a low voltage detection for the pod. No timeouts or drive stalls were observed in the device data. Corrosion was found on the housing and internal components of the device. A leak test was performed and investigation found an internal leak on the soft cannula. The intended path of the fluid was diverted to due an internal tear found on the soft cannula. All batteries were found to have insufficient battery power. Therefore, the internal tear found on the soft cannula caused the presence of corrosion within the device, which in turn drained the batteries and led to the device to generate the 0xcd hazard alarm.